Manufacturer narrative:
Device evaluation summary: visual inspection shows no evidence of a fiber leak with no blood staining. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from the device including the fiber bundle. Reason for return was not confirmed. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that the device began to leak from the bottom of the unit a few minutes into bypass. The leak was small and the oxygenator was working so it was not changed out. The customer stated that the total estimated loss of blood was 6cc's. The device was used to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the use of the device was continued with no changes to the input. There was no damage to the device, the packaging or other contents within the package. A transfusion was not required as a result of this leak.